Event description:
It was reported that during routine follow-up, the atrial lead exhibited high impedance. The physician decided not to make any changes at this time. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).